Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2023).

Event description:
It was reported that post sometime stent graft placement procedure in the left forearm av fistula that had an outflow through upper arm cephalic vein, the stent graft was identified collapsed in the cephalic arch under ultrasound. Therefore, angioplasty was performed with a 10mm balloon, but the stent graft collapsed once the balloon was deflated. Endovascular and open thrombectomy failed to adequately clear the clots out of the fistula. Patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. Also no images/x-ray was provided for evaluation which leads to inconclusive evaluation result. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential issue was found addressed. Based on the instruction for use supplied with this product 'covered stent specific events that could be associated with clinical complications include' compression, kinking and insufficient covered stent expansion. To ensure correct selection of the stent size the instruction for use contains a table covered stent diameter selection (table 1). It is stated that, special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.", and "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel." H10: d4 (expiry date: 05/2023), g3 h11: b5, h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and five days post stent graft placement procedure in the left forearm av fistula that had an outflow through upper arm cephalic vein, the stent graft was identified collapsed in the cephalic arch under ultrasound. Therefore, angioplasty was performed with a 10mm balloon, but the stent graft collapsed once the balloon was deflated. Reportedly endovascular and open thrombectomy failed to adequately clear the clots out of the fistula. Patient status is unknown.